Event description:
Per the physician, the increase in seizures was due to the generator battery approaching depletion. Physician noted seizures are under control until the battery gets close to depletion. Seizures were not above pre-vns baseline. No additional relevant information has been received.

Event description:
Patient had a generator replacement occur. The explanted generator was discarded.

Event description:
Patient was referred for a battery replacement. It was later reported that the patient was having daily seizures, which was above baseline. No known surgery has occurred to date. No additional relevant information has been received.